Event description:
Patient reported experiencing elevated blood glucose level up to 400 mg/dl for one week; took correction via infusion device. Patient's normal blood glucose level was not provided. Patient stated device made strong operating noises during bolus delivery and filling of the infusion set. Patient alleges the infusion device delivers too low insulin. No further information is available. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).